Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v745893, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). Date is approximate with month/year validity. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient they had fallen and the lead had snapped. The patient stated they had a new lead and ins implanted. The patient stated that someone from the manufacturer company in november 2013 had seen the patient and they couldn't get any response/couldn't get a reading from the implant so at that point they had a whole new system placed. There were no further complications reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.